Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to a breakage of the ceramic ball head 5 years post-op.

Manufacturer narrative:
Correction: age/date of birth. Additional information: device available for evaluation?, concomitant medical products, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes.